Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The customer returned a single assembled device in position two (the engaged or ready to use position). The customer also submitted a photograph of the suspect device. A visual examination revealed that the catheter had detached from the hub. Examining the catheter hub and the proximal end of the catheter the catheter appears to have been put under strain and broke from the hub. The complaint has been confirmed. Electronic review of the DHR determined no exception documents were recorded that would cause this type of incident to occur. Furthermore, there were no process deviations or non-conformances recorded for this lot or the lot(s) that produced the device. Review of the field assurance database found no additional, related incidents recorded for this lot.

Event description:
The customer reported that during a varicose vein procedure, after connecting the motor drive unit, they started the procedure. About halfway up the thigh, the doctor noticed the sclerosing solution was leaking outside the catheter. The coating of the catheter was separated from the connection at the mdu. The doctor stopped procedure and used a new clarivein device. This prolonged the time of the procedure, and the patient experienced discomfort.